Event description:
During surgery, the dopplers and probes used in the operating room were found to be faulty. Despite placing the probe directly on top of the blood vessel, the equipment failed to function properly. Multiple attempts were made, involving three different probes and three different doppler boxes, to find a working combination. Even when a functional combination was found, the results were barely acceptable. Battery depletion was ruled out as all three boxes were fully charged.